Event description:
The suture was used during a thromboembolectomy (carotid arteries) procedure. Reportedly, two days post-op, the pt's condition worsened and it was confirmed that the suture broke and excessive bleeding occurred (no transfusion was required). A reoperation was performed at that time to resuture the pt. The hosp has reported the pt's condition as satisfactory.